Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer blood glucose level was 50 mg/dl. The customer was treated with the glass of orange juice. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. Customer reported that auto mode was automatically delivering insulin at the time of low blood glucose event. Customer does not allege insulin pump was over delivering. The device will be returned for analysis.